Event description:
Approx 2-3 months ago, our esrd pts using baxter amia 2.0 machine, began experiencing multiple alarms throughout their pd treatment. The pts have been instructed to contact tech support for assistance. In doing so, baxter has been slow to respond to what we feel are lot specific issues related to the cartridge/tubing. The alarms have become so burdensome, that pts are cutting treatment short and/or skipping treatment entirely. Additionally, tech support has instructed some pts to discontinue treatment for the night as they could not correct the alarm. When tech support troubleshoots the problem, they have sent out entirely new machines to some pts and per the pt, some alarms have decreased with new machines, others found no improvement. The pd staff have been tracking what we feel as affected lot numbers of the disposable cartridge/lines (ref (B)(4)). The affected lots are listed: h16k03079, h16j03014, h16j30058, h16i30091, h16j20109, h16j26072, h16j09078, h16j14011, and h16h09063.